Manufacturer narrative:
B5. Corrected description of event, initial report: inadvertently left out information regarding pain and cause of adverse events. F10. Corrected clinical code, initial report: inadvertently left out additional e2109 coding for pain. H6. Corrected investigation conclusions, initial report: inadvertently put d15 instead of d1102 and d12.

Event description:
Physician later reported that the cause of generator migration was weight loss. The surgical intervention was for pain only, not migration. Per the physician's assessment the surgical intervention was for patient comfort only. It is unknown if a non-absorbable suture was used to secure the generator previously. No other relevant information has been received to date.

Event description:
It was reported that the patient had been experiencing pain near vns pocket in chest. For the past 6 weeks. It was indicated that the device diagnostics are normal, there is no recent changes to settings, and no trauma to area as CT scan of area was normal. It is reported that the pain is continuous and not intermittent/stimulation related. The patient been referred to implanting surgeon for evaluation. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. (B)(4). Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.